Event description:
It was reported that the right ventricular lead implantation was attempted, but not successful because of positioning difficulties. It was noted that tissue was seen in the helix. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on helix/lobe mechanism.